Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was sometimes switching itself off on (B)(6) 2023. The patient experienced increased pain. The patient was informed to report if it becomes frequent. On (B)(6) 2023 the ins was off and no longer working. The battery was at end of life, normal battery depletion, and needed to be replaced. Etiology had a casual relationship to the device or therapy. Event resulted in an unscheduled clinic or office visit. The patient was awaiting replacement and has not been scheduled yet. Outcome was ongoing.